Event description:
Procedure (s): orif left both column acetabulum fracture, orif left communicated sacral fracture via open posterior approach, removal of distal femoral traction ph. Surgeons used stryker drill bit when it broke off in the pt's bone (ilium). It was estimated that approx 2 cm remain in the pt. Surgeons were unable to retrieve it.